Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that even after giving herself a manual injection earlier, her blood glucose level was 451 mg/dl. The customer was assisted with delivering a 6.6 unit bolus. The high pressure test passed. She had a dry mouth. The infusion set had a bent cannula. The device was not returned.